Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/unable to locate essure'), salpingitis ('infection (other) describe: right fallopian tube infection'), genital haemorrhage ('gen. Abnormal bleeding/bleed/abnormal bleeding (general)') and ovarian cyst ('other injury(ies) or complication: right ovarian cyst') in a 36-year-old female patient who had essure (batch no. A64636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "they stopped and tried until essure was placed". The patient's medical history included uterine cancer, cesarean section and left lower quadrant pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue/fatigue") and menometrorrhagia ("menometrorrhagia since having essure") and was found to have weight increased ("weight gain/weight gain"), 10 months 7 days after insertion of essure. On (B)(6) 2014, the patient experienced uterine polyp ("other injury(ies) or complication: endometrial polyp"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), pelvic pain ("pelvic/pelvic pain"), device expulsion ("expulsion of essure device"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraine/migraines / headaches"), headache ("headaches"), infection ("complication during removal :other, infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and removal of cyst). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, ovarian cyst, device expulsion, migraine, headache, fatigue, weight increased, hormone level abnormal, vaginal haemorrhage, vaginal discharge, uterine polyp and menometrorrhagia outcome was unknown, the salpingitis was resolving and the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia and infection had resolved. The reporter considered abdominal pain, device dislocation, device expulsion, fatigue, genital haemorrhage, headache, hormone level abnormal, infection, menometrorrhagia, menorrhagia, migraine, ovarian cyst, pelvic pain, salpingitis, uterine polyp, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, gen. Abnormal, bleed, menorrhagia (heavy menstrual bleeding), migration, migraine, headaches, fatigue, weight gain and hormonal changes. Current weight 220 lbs per pfs insertion date reported as: (B)(6) 2013 essure was placed without difficulty. Left - four trailing coils. Right - three trailing coils. Essure coils could not be seen while removal, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: menometrorrhagia, fatigue, weight gain, menorrhagia, endometrial polyp, right ovarian cyst. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Events per pfs: abnormal bleeding (vaginal), infection (other) describe: right fallopian tube infection, expulsion of essure device, vaginal discharge, ovarian cyst, endometrial polyp, menometrorrhagia, device difficult to insert were added. Outcome of salpingitis was added. Patient's medical history was added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/unable to locate essure'), salpingitis ('infection (other) describe: right fallopian tube infection'), genital haemorrhage ('gen. Abnormal bleeding/bleed/abnormal bleeding (general)') and ovarian cyst ('other injury(ies) or complication: right ovarian cyst') in a 36-year-old female patient who had essure (batch no. A64636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "they stopped and tried until essure was placed". The patient's medical history included uterine cancer, multiple cesarean sections and left lower quadrant pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue/fatigue") and menometrorrhagia ("menometrorrhagia since having essure") and was found to have weight increased ("weight gain/weight gain"), 10 months 7 days after insertion of essure. On (B)(6) 2014, the patient experienced uterine polyp ("other injury(ies) or complication: endometrial polyp"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), pelvic pain ("pelvic/pelvic pain"), device expulsion ("expulsion of essure device"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraine/migraines / headaches"), headache ("headaches"), infection ("complication during removal :other, infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and removal of cyst). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, ovarian cyst, device expulsion, migraine, headache, fatigue, weight increased, hormone level abnormal, vaginal haemorrhage, vaginal discharge, uterine polyp and menometrorrhagia outcome was unknown, the salpingitis was resolving and the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia and infection had resolved. The reporter considered abdominal pain, device dislocation, device expulsion, fatigue, genital haemorrhage, headache, hormone level abnormal, infection, menometrorrhagia, menorrhagia, migraine, ovarian cyst, pelvic pain, salpingitis, uterine polyp, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, gen. Abnormal, bleed, menorrhagia (heavy menstrual bleeding), migration, migraine, headaches, fatigue, weight gain and hormonal changes. Current weight 220 lbs per pfs insertion date reported as: (B)(6) 2013. Essure was placed without difficulty. Left - four trailing coils. Right - three trailing coils. Essure coils could not be seen while removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: menometrorrhagia, fatigue, weight gain, menorrhagia, endometrial polyp, right ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal bleeding/bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue") and infection ("complication during removal: other, infection") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6) 2018; salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, migraine, headache, fatigue, weight increased, hormone level abnormal and infection outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, fatigue, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, gen. Abnormal, bleed, menorrhagia (heavy menstrual bleeding), migration, migraine, headaches, fatigue, weight gain and hormonal changes. Per pfs insertion date reported as: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received events "pelvic/abdominal pain, gen. Abnormal, bleed, menorrhagia (heavy menstrual bleeding), migration, migraine, headaches, fatigue, weight gain, hormonal changes, infection nos" were added. Outcome of event " bleeding, pain" were updated as recovered. Reporter, patient information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.